Event description:
It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention was undertaken and the left extension was explanted and replaced.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The reported high impedance was confirmed. As received, microscopic inspection revealed all the wires were found fractured. The damage is consistent with the overstress conditions or sudden event the lead extension was subjected that would cause the impedance issue as reported while in vivo.